Event description:
After a fall, the patient felt a "charlie horse" in her buttock area. The patient used to feel stimulation in the bicycle seat area. The patient has stimulation off since (B)(6) 2009, on direction of her physician. When she turned it on recently (date unknown), the patient felt terrible pain across her buttocks area. The patient was redirected to her physician. Additional information was requested.

Manufacturer narrative:
(B)(4).